Event description:
It was reported that that the surgical fiber used during a prostate procedure failed and did not finish the case; no description of the fiber failure mode was reported and no additional information is available. The case was completed using an alternate procedure; the type of alternate procedure was specified only as "not completed as laser turp". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-406a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap within the metal cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing exhibits severe contamination, likely biologic; the outer flow tubing is damaged at the open end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.